Event description:
Trunion has become disassociated from the stem. A revision surgery has been scheduled.

Event description:
Trunion became disassociated from the stem at approximately 3 months post op. The patient stated that her operative shoulder never felt right after the original surgery. A revision surgery was performed on september 2005. As of 11/16/05, follow up with company representative indicates the patient feels great. This device is used for treatment.